Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device had gone into backup mode when the patient had an MRI without having the device disabled. The patient felt diaphragmatic stimulation. No power on reset was detected. The device was later explanted electively by the physician.